Event description:
It was reported implants fractured at the body.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional device information unknown. PMA/510(k) number not available.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative four unknown lb implants and one unknown lb screw were returned for investigation. Visual inspection of the as returned products identified worn markings due to usage, excessive bone/debris and a fractures at the implant threads and a screw fractured (screw inside one implant). Device history record (DHR) review could not be performed, as the lot number associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.